Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the atrial lead was dislodged and exhibiting failure to capture and failure to sense. The atrial lead was explanted, and new atrial lead was implanted. The patient was in stable condition.